Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was stated that a signal noise occurred on all of the catheters on the carto system and that the electrical potentials could not be seen when the smart touch bidirectional catheter was inserted into the cardiac cavity. There was no error message. Each cable was removed from the patient interface unit (piu) in order. It was then confirmed that the issue improved when the cable of the smart touch bidirectional catheter was removed. The cable was checked, reconnected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and there is no evidence that they were able to monitor the patient's heart rhythm. It was stated that a signal noise occurred on all of the catheters on the carto system and that the electrical potentials could not be seen when the smart touch bidirectional catheter was inserted into the cardiac cavity. There was no error message. Each cable was removed from the patient interface unit (piu) in order. It was then confirmed that the issue improved when the cable of the smart touch bidirectional catheter was removed. The cable was checked, reconnected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, there is no evidence that they were able to monitor the patient's heart rhythm. Lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. Therefore, this event has been assessed as a reportable malfunction.